Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (nonfunctional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to the lead 2- and belt discharge wires being shorted. The root cause for the shorted wires has not been positively identified. There was no adverse event that resulted from the damaged belt.